Event description:
It was reported that a device misfired, when it was closed the clip flew out of the applier, but did not go where intended. No further details are known at this time. No adverse patient impact reported.

Manufacturer narrative:
(B)(4). Jaws. The analysis results found that the instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. Please note this device was used beyond the expiration date. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the event description has been clarified to be - 2 clips came out scissored (no impact to patient). Please note that only one device affected (two firings).